Manufacturer narrative:
Additional information: b.5., g.1.

Event description:
Healthcare professional reported "it's better now, after a lot of cortison."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swollen" and "hard" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the lips with juvéderm® volift¿ with lidocaine on 3 occasions, with a 2 week interval between each injection. Two months after the final injection, "[patient] returned with extreme swollen and hard lips". Patient was treated with hyalase 3 times at 2 week intervals "but without effect" and was prescribed betapred and antibiotics. "After a few weeks the swollenness is less.¿ symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00197(allergan complaint # (B)(4)), MDR ID# 3005113652-2019-00198 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm® volift¿ with lidocaine.